Event description:
Hello, my name is (B)(6) . My husband received corneal burns in both eyes after putting in contacts that were sitting directly in clear care overnight. He was in excruciating pain all day today. After going to the eye doctor and finding out what exactly happened and why, I believe there should be a more effective way to warn consumers about the major risks and side effects, should they use the solution incorrectly. Seeing how much pain my husband was in, we will never purchase clear care again. Medication administered to or used by the patient: yes. (B)(6).